Event description:
It was found during review of programming history that the patient had high impedance which resolved a few minutes later. The patient had been implanted the prior month. No further information has been received.

Manufacturer narrative:
Date of implant; corrected data: new information received corrects the date of implant.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Evaluation codes, conclusions; corrected data: supplemental MDR #01 inadvertently did not update the conclusion code to no device failure. This report is being submitted to correct this data.

Event description:
Further follow-up revealed that the patient was implanted on (B)(6) 2013 and not on 12/14/2012 as previously reported. The high impedance occurred during the implant surgery and was corrected prior to the surgery completion. No device failure occurred. A decoder spreadsheet for the generator was reviewed confirming that the high impedance was resolved in surgery.